Event description:
While intra-op testing, a high impedance measurement was obtained with all contacts. Troubleshooting during the procedure did not resolve the issue. Both leads were removed and the procedure was aborted.